Manufacturer narrative:
Additional suspect devices: model sc-2366-70, product family scs-linear leads, serial (B)(4). Model sc-2352-70, product family scs-linear leads, serial (B)(4). It is indicated that the leads will not be returned as they were discarded at the hospital. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was receiving ineffective therapy. One of the patients leads migrated and displayed high impedances. It is not known which lead migrated. The patient underwent a revision procedure and all the leads were replaced. The patient was doing well post operatively.